Manufacturer narrative:
Examination of the returned liner confirms minimal wear of the poly material. There is nothing that appears at all unusual for the length of time implanted. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Should any additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address poly wear of the liner.